Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. A visual and microscopic examination found that a stent strut in the centre of the stent was raised off the balloon material. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device from the patient. No issues were noted with the balloon profile. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. There were no issues noted with the devices inner and markerbands. There were no issues noted with the shaft polymer extrusion profile. The hypotube was kinked 200mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed and de novo target lesion with a vessel diameter of 3mm was located in the severely tortuous right coronary artery (rca). The rca was engaged with a 4.0/6fr jr guide catheter and predilatation was performed with a 2x9mm balloon catheter at 12 atmospheres for 15 seconds. A 3x24mm promus element ¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion despite several attempts were made and it was noted that the entire stent had bent. The physician removed the device from the patient and deployed a 2.75x24mm promus element stent with buddy wire support. As part of the standard procedure, the physician then performed post-dilatation with a 2.75x8mm nc high pressure balloon at 12 atmospheres for 15 seconds. Final angiography revealed a well deployed and well apposed stent with timi iii flow. No patient complications were reported and the patient's status was stable.